Event description:
The article, "a case of venous tissue dissection during transcatheter mitraclip surgery", was reviewed. The article presented a case study of an 80-year-old female patient with a history of palpitations, dyspnea, posterior mitral leaflet prolapse, diabetes mellitus, complete right bundle branch block, and left anterior fascicular block. The patient presented with severe degenerative mitral regurgitation (mr) for a mitraclip procedure on (B)(6) 2022. During the procedure, upon advancement of the clip delivery system into the left atrium, a highly mobile, hyperechoic, strand-like structure was observed to be attached to the mitraclip under transesophageal echocardiogram (tee). A thrombus was suspected. Two hundred thousand units of urokinase was administered. A repeat tte two hours later showed no change, ruling out thrombosis and suggested iatrogenic venous tissue dissection. The clip delivery system was removed from the patient. Macroscopic examination revealed a strip of bright red, elastic, stretchable, and non-friable tissue. The procedure continued and two mitraclips were successfully implanted, lowering mr to mild. The patient was discharged five days later. [The primary and corresponding author was suxia guo, dongguan people's hospital (the tenth affiliated hospital of southern medical university), dongguan, guangdong, china, with corresponding e-mail: guo7771812@163.com.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant informationliterature attachment: a case of venous tissue dissection during transcatheter mitraclip surgery.